Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that patient presented for healing abutment. Upon removing cover screw, the implant was pushed into the sinus. Implant was removed and bone graft was placed. Symptoms as a result of the event: pain. Tooth site # 3 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4)